Manufacturer narrative:
An investigation was conducted. Biocompatibility (cytotoxicity, skin irritation and skin sensitization) test results were verified on the mask constructions for this product and the results did not reveal any biological risks with respect to the mask being cytotoxic, skin irritant or skin sensitizer. Production records, retained samples, device master record and design history file were verified and no observations were noted. No similar complaint was observed during historical review of complaints. Based on the investigation, no root cause was identified.

Event description:
It was reported to amd medicom that a female registered nurse at the office experienced different reactions to the mask. The nurse is in her 40's and was providing basic care to their patients. It was reported that her throat was scratchy and she was having difficulties breathing. She administered albuterol to herself using their own prescription and took 50 milgrams of benadryl. Afterwards her symptoms went away. They also stated the masks had an odd odor. They do not store any latex items at their office. This is the first time this has happened.